Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As a complaint sample one folding box, one leaflet and one unopened blister was received. The chemical lab has tested the returned sample both syringes) and all results are conform the specifications for the tested parameters. Our lab has tested the retain samples of the viscoat and provisc ibc lot and all results conform the specifications for the tested parameters. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, retain samples conform the specifications and the results of the returned sample are conform the specifications, the complaint cannot be confirmed. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an "outbreak" of toxic anterior segment syndrome (tass) at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeon's involved. All four of the tass cases also had glaucoma and three of the patient's had combined cataract and glaucoma procedure. It is unknown at this time which surgery was performed on which patient. This file represents one of the four patients.